Manufacturer narrative:
Qn# (B)(4). Additional information:- the device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Case details were reviewed. An 80-year-old male patient presented in the or for an evar procedure. A centrally positioned access was gained utilizing ultrasound guidance with a micro puncture kit. The right common femoral artery was greater than 7.5cm. No issues were reported advancing or withdrawing the procedural sheath during the case. Following the evar, an 18f manta was deployed for closure, successfully achieving hemostasis. Six months post-evar procedure, the patient was complaining of groin pain and swelling. A CT scan revealed a 7cm pseudoaneurysm proximal to the access site. The patient was transferred to the or for surgical intervention. During the cut-down, the pseudoaneurysm and the manta were removed, although the manta anchor was not malpositioned. After unsuccessful attempts at due diligence to obtain further information for this investigation, due to no response from the customer, and no teleflex representative present during the initial or follow-up procedures, a determination for the root cause of the pseudo-aneurysm requiring endovascular intervention remains inconclusive. A pseudo-aneurysm can go undetected and not cause any complications and can occur because of surgery or trauma. The formation of a pseudoaneurysm does not signify a device failure. There is believed to be no device failure. The device was successfully implanted and was verified to be in the correct position at the time of surgical intervention. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to pressure in the groin/access site region. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, apply balloon pressure, place a covered stent, and perform surgical repair to obtain hemostasis. There appears to be no product quality issue concerning manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: "pseudo aneurysm diagnosed . Pt taken to or for cutdown and removal of 7cm pseudo worn manta".

Event description:
It was reported that: "pseudo aneurysm diagnosed. Pt taken to or for cutdown and removal of 7cm pseudo worn manta".

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Case details were reviewed. An 80-year-old male patient presented in the or for an evar procedure. A centrally positioned access was gained utilizing ultrasound guidance with a micro puncture kit. The right common femoral artery was greater than 7.5cm. No issues were reported advancing or withdrawing the procedural sheath during the case. Following the evar, an 18f manta was deployed for closure, successfully achieving hemostasis. Six months post-evar procedure, the patient was complaining of groin pain and swelling. A CT scan revealed a 7cm pseudoaneurysm proximal to the access site. The patient was transferred to the or for surgical intervention. During the cut-down, the pseudoaneurysm and the manta were removed, although the manta anchor was not malpositioned. After unsuccessful attempts at due diligence to obtain further information for this investigation, due to no response from the customer, and no teleflex representative present during the initial or follow-up procedures, a determination for the root cause of the pseudo-aneurysm requiring endovascular intervention remains inconclusive. A pseudo-aneurysm can go undetected and not cause any complications and can occur because of surgery or trauma. The formation of a pseudoaneurysm does not signify a device failure. There is believed to be no device failure. The device was successfully implanted and was verified to be in the correct position at the time of surgical intervention. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to pressure in the groin/access site region. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, apply balloon pressure, place a covered stent, and perform surgical repair to obtain hemostasis. There appears to be no product quality issue concerning manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.